Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to encoder out of phase. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a motor error alarm while rewinding the insulin pump. Customer's blood glucose was reportedly within normal range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.